Event description:
It was reported that this pacemaker exhibited minute ventilation (mv) pacing not as expected as the rate is high while the patient was lying in bed. Additionally, there was some atrial noise. The right atrial (ra) lead is a non-boston scientific product. The ra channel exhibited a decrease in impedance. The impedance was an out of range value initially but raised to a within range value. Technical services (ts) reviewed the reports and also noted that the right ventricular (rv) channel exhibited a decrease in impedance but remain within range. The rv lead is a non-boston scientific lead. Ts provided reprogramming, possible causes for the impedance issues, and following actions. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned to the post market quality assurance laboratory. However, it was determined that the device's minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected.

Event description:
It was reported that this pacemaker exhibited minute ventilation (mv) pacing not as expected as the rate is high while the patient was lying in bed. Additionally, there was some atrial noise. The right atrial (ra) lead is a non-boston scientific product. The ra channel exhibited a decrease in impedance. The impedance was an out of range value initially but raised to a within range value. Technical services (ts) reviewed the reports and also noted that the right ventricular (rv) channel exhibited a decrease in impedance but remain within range. The rv lead is a non-boston scientific lead. Ts provided reprogramming, possible causes for the impedance issues, and following actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates the device was reprogrammed. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited minute ventilation (mv) pacing not as expected as the rate is high while the patient was lying in bed. Additionally, there was some atrial noise. The right atrial (ra) lead is a non-boston scientific product. The ra channel exhibited a decrease in impedance. The impedance was an out of range value initially but raised to a within range value. Technical services (ts) reviewed the reports and also noted that the right ventricular (rv) channel exhibited a decrease in impedance but remain within range. The rv lead is a non-boston scientific lead. Ts provided reprogramming, possible causes for the impedance issues, and following actions. The device remains in use. No adverse patient effects were reported. Additional information received indicates the device was reprogrammed. No adverse patient effects were reported.